Event description:
The customer reported a loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and determined the interconnect cable needed to be replaced. No conclusion can be drawn as further repair info is not available.